Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
The philips field service engineer (fse) was installing an fco for noise from a failed ball screw and bearing in the CT couch. The fse confirmed that no rescan was necessary and there was no report of un-commanded motion. There was no harm to a patient, operator or bystander. The fse determined the noise was caused by a failed ball screw and a failed bearing of the vertical drive, and attempted to replaced these failed parts to resolve the issue. However, the fse was unable to properly align the ball screw and found the slide end of the alignment tool was hard to match to the retainer block. The fse replaced the bearings and ball screw, but the ball screw was not properly aligned. The fse has ordered a new couch.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, a philips field service engineer (fse) reported that there was a noise coming from the CT couch when driven in the vertical position while installing field change order ((B)(4)) for patient support ball screw and retainer/bearing replacement. The fse evaluated the couch and confirmed the noise was heard only in the vertical motion. The fse determined the noise was caused by a failed ball screw and a failed bearing of the vertical drive; the position of the ball bearing retainer was not on the same axis line with the ball screw scissor opening which caused the couch noise when driven in the vertical position. On (B)(6) 2015, the fse replaced the ball bearing and the ball screw to resolve the issue; however, the fse was unable to properly align the ball screw and found the slide end of the alignment tool was hard to match to the retainer block; the noise did not recur. The fse continued to observe the CT system and ordered a new CT couch for replacement. The customer was informed to not use the CT system until the couch was replaced. On (B)(6) 2015, the new couch arrived and on (B)(6) 2015, the fse replaced the couch and returned the old couch for engineering analysis. Initial information provided by the fse was sufficient for analysis of the issue. The philips advanced electronics engineer (aee) confirmed that the failure was caused by the ball screw misalignment during previous installation or maintenance. The bearing was wore out due to the misalignment during operation. The ball screw misalignment and bearing failure caused the noise during couch vertical motion. On (B)(6) 2016, the aee stated that service has checked the alignment tool and determined it was not an issue. CT engineering and the field action team reviewed the issue and determined this issue to be an acceptable risk and if the malfunction were to recur it would not be likely to cause or contribute to death or serious the fse replaced the CT table to resolve the issue.